Event description:
The patient was re-admitted to another hospital twelve (12) days after the index procedure in a state of cardiac failure. The patient was noted to have ECG changes and was intubated. Coronary angiography was done and in-stent thrombus was found proximally in the previously implanted cypher stent. Two (2) guidewires were used to cross the lesion and balloon angioplasty was done. A calcification was noted at the proximal end of the previously implanted stent and was dilated to 20 atm. A 90% stentosis was reported to have remained. The patient's cardiac failure improved and the patient was extubated. Subsequently, the patient developed cholycystitis, acute respiratory distress syndrome (ards), and worsening of their cardiac failure. The patient was re-intubated and at the time of the report remains hospitalized.